Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced chronic infections, skin overgrowth and granulation of tissue at the implant site. Revision surgery is planned; however, not yet occurred as of the date of this report.